Event description:
Related MFR number: 2916596-2022-15192. It was reported that the patient had a driveline power fault alarm. The patient went to the clinic immediately after and had their log files downloaded. The alarm was cleared but returned immediately. A review of the log files revealed a driveline power fault alarm on (B)(6) 2022 at 1329 due to a broken power b line indicator. The event file captured 135 emergency backup battery (ebb) usage events. The controller and modular cable were exchanged on (B)(6) 2022; the alarm resolved after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a driveline power fault alarm was confirmed via log file analysis. A review of the log files contained data spanning approximately 5 hours (1nov22, 9:39:51 ¿ 14:25:02 per timestamp). Starting 13:29:55, driveline power faults alarms, associated with power b broken faults, activated due to the current sense on line b dropping below the threshold amperage. The alarm did not resolve itself in the log file. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarms were active in the log file. The heartmate 3 vad modular cable (lot # unknown) was returned for analysis. The modular cable was connected to a mock circulatory loop and a driveline power fault was immediately observed. The cable¿s internal conductors were tested and failed due to an open wire. The cable¿s polyurethane and inner layers were stripped and the underlying red wire, the power b line, was severed which is consistent with the observed alarms in the log file. Per the provided information, the alarms resolved after the driveline and controller exchange. A root cause of the reported event was conclusively determined to be due to the red wire being severed; however, the root cause of the damage to the wire was unable to be conclusively determined. Heartmate 3 patient handbook, rev. D, section 4 - ¿living with the heartmate 3¿ and section 6 - ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. Heartmate 3 instructions for use, rev. C, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 - ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the lot number of the modular cable being unknown. No further information was provided. The manufacturer is closing the file on this event.